Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection, which spread to the implant site. Review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. This is a final report.

Event description:
Reportedly, swelling and pain located at the implant site since (B)(6) 2024. It was reported that the recipient was explanted due to an infection.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the recipient was explanted due to an infection.